Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia procedure, while the device was being applied to fire into the mesh, there was a difficulty in loading the reload onto the handle, there was difficulty in pressing the ¿push the reload¿ button, and there was difficulty in articulating the device. The device was changed to resolve the issue in order to complete the case. There was no patient injury.